Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/15/2026, it was reported by the patient¿s mother that the patient experienced inaccurate cgm values. The cgm showed 70 mg/dl and was trending downward, and the patient reported a headache; no fingerstick blood glucose (fsbg) check was performed. The patient was given sugar and monitored for approximately one hour by an unspecified staff member, after which the cgm reading decreased to 46 mg/dl, prompting a call to emergency services (ems). Upon ems arrival, the cgm continued to read 46 mg/dl; however, a bg measurement obtained by paramedics was 127 mg/dl. No treatment was administered, and the patient fell asleep during transport to the hospital. Once at the hospital, both cgm and bg were checked again, though the patient could not recall the exact values. The cgm sensor was removed, and the patient was monitored with no reported diagnosis or treatment. The patient remained hospitalized for two nights and was discharged on (B)(6) 2026. At the time of the report, the patient noted that following discharge, he was feeling better. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026, it was reported by the patient¿s mother that the patient experienced inaccurate cgm values. The patient lives in an assisted living facility. On (B)(6) 2026, the patient along with a nurse called in and reported that the cgm showed 70 mg/dl and was trending downward, and the patient reported a headache; no fingerstick blood glucose (bg fs) check was performed. The patient was given sugar and monitored for approximately one hour by the staff member, after which the cgm reading decreased to 46 mg/dl, prompting a call to emergency services (ems). Upon ems arrival, the cgm continued to read 46 mg/dl; however, a bg measurement obtained by paramedics was 127 mg/dl. No treatment was administered, but they decided to transport the patient to the hospital for further monitoring. The patient fell asleep during transport to the emergency room (ER). Once at the ER, both cgm and bg were checked again, though the patient could not recall the exact values. The cgm sensor was removed, and the patient was monitored with no reported diagnosis or treatment. The patient remained hospitalized for two nights and was discharged on (B)(6) 2026. At the time of the report, the patient noted that following discharge, he was feeling better. No other details were provided. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.